Manufacturer narrative:
This is 2 of 2 reports. Device remains implanted.

Event description:
It was reported that during pre-dilation with the balloon catheter dissection occurred in the right internal carotid artery (r-ica). The physician deployed a stent (subject device) to treat the dissection. It was observed that post treatment the patient developed a cerebral infarct due to a stent occlusion in the right primary motor cortex and sensory area. Patient was then treated with balloon angioplasty and administered slonnnon hi, urokinase, okiricon (doses unknown). The patient was reported to have a modified ranking scale (mrs) of 4 and at 30 days a mrs of 3. In the physician¿s opinion, ¿the symptomatic embolism was little but the effects remained in the patient due to previous stroke with left skilled motor deficit and slightly attentional deficit after 6 months.¿ not further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel thrombosis and stroke are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during pre-dilation with the balloon catheter dissection occurred in the right internal carotid artery (r-ica). The physician deployed a stent (subject device) to treat the dissection. It was observed that post treatment the patient developed a cerebral infarct due to a stent occlusion in the right primary motor cortex and sensory area. Patient was then treated with balloon angioplasty and administered slonnnon hi, urokinase, okiricon (doses unknown). The patient was reported to have a modified ranking scale (mrs) of 4 and at 30 days a mrs of 3. In the physician¿s opinion, ¿the symptomatic embolism was little but the effects remained in the patient due to previous stroke with left skilled motor deficit and slightly attentional deficit after 6 months. Physician confirmed that the residual effect was due to the previous stroke and not related to the reported issue. No further information is available.

Manufacturer narrative:
Based on the information received on jan 24, 2017, it is confirmed that the patient residual effect (lt skilled motor deficit and slightly attentional deficit was remained) occurred due to the previous stroke and not related to the reported issue.

Event description:
It was reported that during pre-dilation with the balloon catheter dissection occurred in the right internal carotid artery (r-ica). The physician deployed a stent (subject device) to treat the dissection. It was observed that post treatment the patient developed a cerebral infarct due to a stent occlusion in the right primary motor cortex and sensory area. Patient was then treated with balloon angioplasty and administered slonnnon hi, urokinase, okiricon (doses unknown). The patient was reported to have a modified ranking scale (mrs) of 4 and at 30 days a mrs of 3. In the physician¿s opinion, ¿the symptomatic embolism was little but the effects remained in the patient due to previous stroke with left skilled motor deficit and slightly attentional deficit after 6 months. Physician confirmed that the residual effect was due to the previous stroke and not related to the reported issue. No further information is available.